Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm was confirmed via the provided log file. The log file captured a low voltage hazard alarm on 17jul2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarm resolved within a few seconds when power was restored to the system. No other notable events were observed. The mpu (serial number (B)(6)) was not returned for analysis. Available information indicates that no adverse patent consequences occurred as a result of the event and that the patient was discharged without issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage hazard conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) on the night of (B)(6) 2024 with altered state of mind and hypotension stating their ventricular assist device (vad) was alarming with a "red heart". The alarm history showed multiple pulsatility index (pi) events and power cable disconnects with a few low voltages. Log files were submitted for review and captured mainly routine events. The log files confirmed low voltage hazard events on 17july2024 at 1310 due to a loss of power to the mobile power unit (mpu) that lasted around 3 seconds. It was additionally reported that the altered mental status was due to substance abuse. There were no environmental circumstances that would have affected ac power at the time of the event. No other information was available as the patient was very non-compliant. The patient was alive and discharged from the hospital.